Event description:
In this event it is reported that a waveone gold reciprocating file small 25mm broke during use. Broken part could not be retrieved and patient referred to specialist.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Investigation results: customer returned 2x sealed files. Both files checked under microscope and found no manufacturing marks or defects. Files were measured using opt comp-(B)(4). (Calibration date 8/23/2024) and passed all attributes checked (wire size, d3, and d9), see attached inspection form. Returned product meets specifications. Engineering advised as no further testing required as sealed returned product meets specifications. Nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number.